Event description:
It was reported that the handpiece where the device is held began overheating during a surgical procedure. The procedure was able to be completed successfully, and there was no pt or user injury reported.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the sag head assembly, which was replaced along with the motor, press plug, bearings, and other components. Service repaired and returned the device to the customer.